Event description:
While an operator was back-flushing the flow-cell of an advia 2120 instrument, the cleaning syringe popped loose from the tubing of valve v24 and ez wash solution splashed into the operator's eyes. The operator rinsed the eyes for 15 minutes and visited an emergency room (ER). According to the operator, there were no scratches, ph and visual acuity were fine. There are no known reports of operator intervention beyond the ER or adverse health consequences due to the splash of ezwash solution into eyes of the operator.

Manufacturer narrative:
Siemens technical solution center (tsc) contacted the operator and verified that there was no intervention beyond the ER. The operator used over-the-counter eye drops for dry eyes. She was feeling well and did not have further complaints. The cause of the event is a user error: the operator did not use goggles or a face shield while working with the instrument. As per siemens labeling (customer bulletin 10813385 rev. A, 2012-07): "advia hematology operator's guide safety precautions currently state that when using or handling advia ez kleen / ez wash, bleach, any cleaning or antiviral agent, or any other potentially hazardous liquids, to wear protective clothing, gloves, and safety glasses. To provide optimal safety, siemens is now also recommending the use of face shields in addition to safety glasses whenever handling potentially hazardous materials."